Event description:
It was reported that information was received from a patient regarding an external device. The sometimes the stimulation was turning off by itself. The patient also mentioned that there are times that when they checked the implantable neurostimulator (ins). The controller screen would go black and they couldn't see anything on the screen. The only way to get the screen to come back on was to take the battery out of the controller and put it back in. The patient mentioned it's been a year since they had the issue and it was not happening all the time. They stated that the recharger has an exposed wiring as well. During the call the patient took out the li battery pack and connect it to the ac power supply; patient confirmed the controller did turned on and there was a green light on the ac power supply. They reinserted the battery pack see a green light on the controller. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to monitor their equipment and called back if needed further assistance. An email was sent to repair to replace the damaged recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.